Event description:
During baxter's functionality testing it was found that a spectrum pump had no audio capabilities. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter an evaluation was performed. Evaluation confirmed and reproduced the report no audio condition, caused by a loose connection between on the input/output printed circuit board. The connection was secured, alleviating the issue.